Event description:
During procedure for restorative class IV composite, dentist noticed blister 2 cm x 2 cm on patient's buccal mucosa left side. Treatment was miracle mouth rinse follow up as needed.